Event description:
It was reported that the picture was really dark. The customer was able to try 2 different blades and also tried to adjust the brightness and contrast. No pt injury was reported.

Manufacturer narrative:
The reported issue was confirmed. The service rep replaced the faulty lcd and an old battery since it failed a visual inspection. The system operates as intended.